Manufacturer narrative:
Unit alarmed button error and had no button response due to corroded keypad traces. No moisture damage noted on electronic assembly or on motor.

Event description:
The customer reported via phone call that she dropped the insulin pump in water. The insulin pump was now alarming button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.